Event description:
It was reported that the patient developed infection. The left bundle pacing lead was explanted. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).